Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device was getting hot. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and passed all manufacturing specifications. Therefore, the reported condition that the device was getting hot was not duplicated nor confirmed; and an assignable root cause was not determined. However, it was determined that the cable was frayed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.